Event description:
It was reported that a perforation and death occurred. A 2.75 x 48 mm synergy was implanted and a distal perforation occurred. The physician treated the perforation with a stent graft/graft master and balloon tamponade. The patient died after the procedure.